Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported, string could not cut off. It was reported that during the colorectal surgery. After fired, noted that purse string could not be cut off, the surgeon used surgical scissors to cut off string. There was no patient consequence to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 07/26/2021 d4: batch # u5ea4z this is an analysis of a photo and a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a portion of the device from the anvil area with two donuts on the trocar. Also, a piece of suture can be seen on the donuts. The video shows a device being removed of tissue. Also, a donut appears to be between the anvil and guide face. However, the condition of the washer could not be assessed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: this device was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality, with a purse string placed along the knife path between the anvil and guide deck. The device fired and formed all the staples as well as completely cut the test media, the purse string, and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device cut and performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/28/2021. D4: batch # unknown.